Manufacturer narrative:
Added information to section h6 (type of investigation) updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. No defect was found on the returned unit, therefore, a product non-conformance or device failure associated to manufacturing or design could not be confirmed. As part of the manufacturing process, the units go through a leak test inspection process.

Manufacturer narrative:
One swan-ganz catheter was received by our product evaluation laboratory for a full examination. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 min without leakage. No visible damage or inconsistency was observed from catheter body, balloon or returned syringe. Further engineering investigation is being performed, upon the completion of the investigation, a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during administration of norepinephrine, vasopressin, and milrinone through the proximal injectate lumen (vip) of this swan-ganz catheter for patient management, the patient became progressively hypotensive despite increasing vasopressor levels. The catheter position remained unchanged throughout use. Fluid was later detected inside the contamination shield, and inspection revealed medication leakage through the catheter. Upon device examination a hole was observed at approximately 40 45 cm from the insertion point, even if it is unknown if it is the cause of the problem. It was verified that no leakage occurred from the distal lumen; the source of leakage could not be confirmed. The medication was transferred to the central venous line (cvl) and the patient stabilized hemodynamically and vasopressors were reduced. There is no allegation of patient injury. Patient demographics were unable to be obtained.